Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 407 to 420 mg/dl. Troubleshooting found that the drive support cap was normal and the time and date settings are correct. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to follow up with their doctor regarding the high blood glucose.